Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user's hearing performance with the device has become worse towards the end of 2021. When the user was seen again in (B)(6) 2022 channels with abnormal impedances were found. The user will be observed.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the user's hearing performance with the device has become worse towards the end of 2021. When the user was seen again in january 2022 channels with abnormal impedances were found. The user was re-implanted.